Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastro-jejunal (peg-j) tubes. On (B)(6) 2024 it was reported that the patient experienced stoma pain, redness and mucus with an odor for about 1 month. The patient was diagnosed with a stoma infection and was treated with oral antibiotic anaclosil 500 mg 4 times a day and antibiotic mupirocin cream 3 times a day.

Manufacturer narrative:
Reference number (B)(6) . The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.